Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the right ventricular (rv) lead and this right atrial (ra) lead exhibited insulation damage and a conductor fracture due to subclavian crush. Oversensing of noise was observed on both leads. In bipolar configuration on this ra lead, there was a high out of range pacing impedance of 3000 ohms. The patient experienced dizziness, but no syncope was reported. The physician increased the sensitivity and planned to extract the leads. This ra lead remains in service. No adverse patient effects were reported.